Event description:
It was reported that the patient was admitted for chest pain and elevated troponin on (B)(6) 2021. The patient also experienced left arm pain. The log files revealed 1 pulsatility index (pi) event as well as routine power source changes. The pump appeared to be operating as intended with no other notable alarms or events recorded. The cause of the chest pain was determined to be a heart attack; non-st-elevation myocardial infarction (nstemi). The heart attack had a suspected embolic cause in a setting of subtherapeutic international normalized ratio (inr). The heart attack was diagnosed by labs, computed tomography and an echocardiogram. The event resolved with heparin drip, acetylsalicylic acid (asa), plavix, and nitroglycerine drip.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The controller event log file captured no atypical events. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28-dec-2020. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for chest pain and elevated troponin on (B)(6) 2021. The patient also experienced left arm pain. The log files revealed 1 pulsatility index (pi) event as well as routine power source changes. The pump appeared to be operating as intended with no other notable alarms or events recorded. The cause of the chest pain was determined to be a heart attack; non-st-elevation myocardial infarction (nstemi). The heart attack had a suspected embolic cause in a setting of subtherapeutic international normalized ratio (inr). The heart attack was diagnosed by labs, computed tomography and an echocardiogram. The event resolved with heparin drip, acetylsalicylic acid (asa), plavix, and nitroglycerine drip.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The controller event log file captured no atypical events. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28-dec-2020. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.